Manufacturer narrative:
The insulin pump passed the displacement test, rewind, basic occlusion test, self test and a21 error test. The stop idle current and run current measurement tests are within specification. Unit also passed off nonpower alarm test and dat test. Device was unable to prime during prime test due to faulty force sensor resistor. Unable to perform the occlusion test and excessive no delivery test due to prime fill anomaly. No missing broken off piece noted at battery compartment, however device had cracked battery tube threads. Device was also had minor scratched display window, cracked display window, cracked case at display window corner, cracked reservoir tube, scratched reservoir tube window and cracked reservoir tube lip. No corroded battery tube noted. No moisture damage noted on electronic assembly or on motor.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the insulin pump was damaged. The customer's blood glucose level was 330 mg/dl at the time of the incident. The customer had symptoms such as nausea. The customer was treated with 4 units of insulin pen at the hospital. The customer reported that the pump is transparent and it looks corroded inside. The customer stated that the battery compartment at the top piece where the plastic is missing. The product was returned for analysis.